Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and that high thresholds, high impedance, noise and lead fracture were noted on the right ventricular (rv) lead. The lead was hooked into the atrial port and a new rv lead was placed. No further patient complications have been reported as a result of this event.